Event description:
Boston scientific received information that this patient received eleven shocks over a twenty minute period and therapy was exhausted. The patient was admitted to the intensive care unit (ICU). However, the caller could not confirm if the patient was admitted for his atrial fibrillation (af) or the shock therapy. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The patient's vf zone was increased to 210 bpm. No other adverse events have been reported. This product issue will be updated if additional information is received.